Event description:
It was reported that revision was performed due to pt complaining of pain. Upon removal of durom cup, there was no visible bone in-growth. Hospital's pathology dept has obtained components for further investigation.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. Which markets the devices in the u.s.